Event description:
It was reported the cause of the event was urinary incontinence. On (B)(6) 2012 impedance was measured at 1.0 amps and had ¿some slight abnormals, but when increased to 1.5 amps it was normal.¿ on (B)(6) 2012 it was noted the patient complained of the device not working, however upon further questioning the patient drank a ¿great deal¿ of fluid on a daily basis. All programs were tried with no success. Four programs were created and the patient felt sensation in vaginal area for programs 1 and 2, rectal for 3 and rectal and vaginal for 4. It was stated adjustments from program 1 to 3 did not help, the patient would wake up soaked in urine and had a lot of urgency.. It was stated the patient had a urinary tract infection. The patient was suggested to keep a bladder diary and decrease fluid intake. The patient had overactive bladder, and urinary incontinence, worsened, back to where she was before the implant. Two new programs were added. On (B)(6) 2012 programs 1 and 2 were changed to monopolar programs. On (B)(6) 2012 a urine culture was taken and the patient tested positive for culture and sensitivity, and a prescription was given on (B)(6) 2012 for macrobid. Symptoms reported were urinary incontinence/leakage and urgency, and a strange feeling in vagina, they needed help with adjustments. Patient outcome was noted as no injury. On (B)(6) 2012 the patient complained of increased urinary incontinence. It was noted the patient ¿didn¿t understand the implant at all and it was driving her crazy.¿ it was also noted the patient tried adjusting the program but it started hurting her. Lastly it was stated the patient ¿cx appointment scheduled due to illness.¿ on (B)(6) 2012 the patient had discomfort on the left side of her vagina, vaginal pressure and ¿it felt as if something was going to fall out¿. Changed from program 1 at 1.6 to program 2 at 0.9 and there was no discomfort. A pelvic exam revealed stage 1 prolapse with sensitivity over bladder. It was noted the trial worked better than the permanent implant. On (B)(6) 2012 the patient reported feeling a lump in the left side of her vagina which was not painful, just noticeable. On (B)(6) 2012 (follow up from implant) the patient was doing well, tolerating regular diet, and had normal bowel movements. The patient had a yeast infection with vaginal discharge and itching. It was also stated the patient had severe pain, constipation, and no good appetite. It was reported that the patient needed an MRI scan of her left arm and hand due to problems she had been having which reportedly started two weeks prior to the report. The reporter indicated that the patient had had blood tests done the day prior to the report for her arm and hand. It was indicated that the patient never had therapeutic effect. The implant was reportedly "not doing any good" and it "didn't work". The patient still wet herself and had sudden urges. Following replacement of the patient¿s previous device, the patient started having ¿problems on her left side¿. The patient¿s left thigh ¿could be stuck with a needle and she wouldn¿t feel it because it was numb¿. The patient reportedly had problems walking and with coordination which ¿affected the whole left side of her body¿. The patient could not use her left hand. The patient had been reprogrammed several times and ¿nothing worked¿. The week prior to the report, the patient changed programs from 1 to 2, but it hurt the patient¿s vagina ¿so bad¿ that she immediately changed it back to program 1. The reporter indicated that the patient could not sleep on her left side. The patient took her medication with ¿minimal water¿ but she still woke up ¿soaked from head to toe¿. It was noted that the patient had an appointment the following tuesday to schedule an explant surgery. Follow-up with the patient¿s healthcare provider (hcp) indicated that the cause of the event was unknown. The patient did have a history of lumbar disc disease. There were no abnormal impedance measurements. An explant of the system had been scheduled for (B)(6) 2013. New programs were added on (B)(6) 2012 and (B)(6) 2013 including monopolar programs. The patient still had pain and showed little improvement. It was noted that the patient did intake ¿a lot of fluid¿ and was reluctant to decrease. The signs and symptoms associated with the event was pain down the leg. No hospitalization was required.

Manufacturer narrative:
Product ID 3889-28, lot# va00q8j, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was seen by her healthcare provider (hcp) on (B)(6) 2012, 2 weeks post-operation. The patient was doing well; there was no erythema and incisions were healing well. However, the patient had constipation and loss of appetite, as well as discharge and vaginal itching. It was indicated that the patient had a yeast infection. Approximately two weeks later, the patient had a 'strange feeling' in her vagina and wondered if it was related to her device. The patient felt a "lump" in the left side of her vagina which "was not painful but noticeable". A week afterwards, the patient was seen by her hcp for vaginal discomfort. Patient was having 'a lot of vaginal pressure and felt as if something was going to fall out.' 3 months later, the patient contacted her hcp with increased urinary incontinence. The reporter stated that the patient 'didn't understand her device at all' and it was 'driving her crazy.' It was noted that the patient had tried adjusting programs, but it started hurting her. About a week afterwards, the patient was seen by her hcp for device follow-up and needed help with adjustments. A gynecological exam was performed which indicated that the patient's vitals were normal. The patient's abdomen was soft without significant tenderness, masses, organomegaly or guarding. The patient still had urinary leakage and urgency, and assessment indicated urge incontinence. Programs 1 and 2 were changed to monopolar programs. The patient was instructed on how to increase and decrease amplitude and to change programs to which she voiced understanding. Approximately a month later, it was reported that the patient's device was 'not working.' Adjustments from the previous visit didn't help and the patient had tried all programs without success. The patient was waking up soaked with urine and was having a lot of urgency. It was noted that the patient's trial did not help. Impedance testing at 1.5v, pulse width of 210 's and a frequency of 14 hz showed unipolar and bipolar impedances were within normal range. Testing done at 1v had "slightly' abnormal impedances. New programs were loaded and the patient was advised to keep a bladder diary and decrease fluid intake. A gynecological exam was also performed which showed that there was no vaginal bleeding or enlarging lumps. However, upon further questioning, the patient had been drinking "a great deal" of fluid on a daily basis. A urine culture revealed a urinary tract infection, but the site wasn't specified. The patient was prescribed macrobid. The cause of the event was noted as urinary incontinence and there was no patient injury. Follow-up was scheduled in 3 months. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va00q8j, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3058, serial# (B)(4), product type implantable neurostimulator; product ID 3058, serial# (B)(4), product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va00q8j , implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.